Manufacturer narrative:
(B)(4)

Event description:
It was reported that the egms revealed auto mode switch episodes due to noise of the right atrial lead. No patient symptoms or additional was reported.